Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The device was cycled for 1 hour at various settings. The issue was not confirmed. The issue was not confirmed. The operator replaced the input manifold and function switch as a preventative measure.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus was found to not be cycling. There were no reported adverse effects.